Event description:
Initially reported as "not curling" and had been in the field since 7/6/05. Upon receipt and preliminary evaluation on 5/23/07, device was found to have wire in the tip which causes straight shots, making this a complaint and an MDR reportable event.

Manufacturer narrative:
Complaint confirmed for straight shots due to a small piece of wire being lodged in the tip. This occurs when the user deploys more than the recommended number of constructs as specified in the instructions for use for this device.